Event description:
It was reported that the gastrointestinal videoscope was previously used during an endoscopic examination on a patient infected with creutzfeldt-jakob disease (cjd). After reprocessing, the device was then used on additional patients. In total, the device has been used in (B)(4) procedures. There were no reports of other confirmed cjd infections/patient harm. This report is for the subsequent patient that used the device after the reprocessing.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.